Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable peritoneal dialysis device. The patient was not connected at the time of the event. This occurred during set-up of peritoneal dialysis therapy. The patient stated that fluid was leaking from the device. The technical service representative assisted the patient in ending therapy and advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.